Manufacturer narrative:
Cont. E1 phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, h3, h4, h6

Event description:
The device has been explanted.